Event description:
During preparation for and during cardiopulmonary bypass, the air detection sensor could not be reset. There was no reported adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.